Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. A company representative deemed the device inoperable after unsuccessfully troubleshooting with external devices. As a result, the patient's ipg was explanted and replaced, therapy was restored post-op.